Event description:
On (B)(6) 2025 a 58-year-old female underwent a pe thrombectomy using inari devices. During the sixth withdrawal of the flow triever 2 catheter through the treiver24 (t24), it was noted on imaging that the radiopaque marker band had detached from the t24 catheter. The marker band was aspirated and collected in a biohazard bag. The t24 was completely removed from the patient and a new t24 was opened to complete the procedure. The procedure was completed without any further complications or injury to the patient.

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon completion of the investigation, a follow-up report will be submitted. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings related to the reported issue. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract and collapse the flowtriever disk(s) into the triever catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling lists foreign body embolism as a possible adverse event/complication. Manufacturer reference: (B)(4).

Manufacturer narrative:
The triever24 (t24) was returned to the manufacturer and evaluated. Visual inspection of the device revealed multiple kinks throughout the catheter. The distal tip was cut and dissected. The marker band was confirmed detached and adhesive residue was identified at the expected location of the marker band attachment. Delamination and detachment of the coils were also identified at the distal tip of the catheter. The multiple kinks throughout the catheter shaft were likely caused by excessive forces used to manipulate the device during the procedure. The multiple attempts to retract the flowtreiver through the t24, potentially exasperated by not collapsing the distal disks or not withdrawing the flowtriever disks through the triever24 coaxially, likely compromised the integrity of the liner and led to the marker band detaching. Manufacturer reference: (B)(4).